Manufacturer narrative:
Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Bristles get stuck between teeth [foreign body]; bristles deform after single use - oral-b interdental refill [device physical property issue]; wires break - oral-b interdental refill [device breakage]. Case description: a 70 year old male reported via e-mail on 06-jun-2016 that he had used oral-b manual oral care interdental refills, and the bristles deform after a single use, get stuck between teeth, and the wires break off, making it almost impossible to remove them without assistance from someone else. The reporter stated he had used oral-b interdental refills for 13 years and had always been happy with them, but in recent years the quality had become bad. The case outcome was unknown. 13-jun-2016 consumer follow-up e-mail: the consumer reported he had always been able to remove the broken parts of the oral-b interdental refills himself, but if it became any worse, he might have to go to a doctor at some point. He stated he had been using the interdental bristles for 11 years, but they had gotten bad in the last 5 years. The case outcome was recovered.